Event description:
It was reported at implant attempt the helix did not extend. There was reportedly 'a lot' of pressure at the distal end of the lead, and there were many attempts to extend the helix, with and without the use of a stylet. After rotating the fixation tool 32 times, the helix did extend, and then there was no pressure and it extended at the recommended maximum number of rotations. The lead was not implanted and was replaced. No patient complications were reported as a result of this event

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned.